Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead exhibited undersensing two weeks post implant. An invasive procedure was performed. The leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that high thresholds were observed on the leads and decreased r-wave measurements were noted on the rv lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts in the suture sleeve, electrocautery damage 187 and 197 millimeters (mm) from the terminal pin and dried blood/body fluid in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.